Manufacturer narrative:
Test strip lot #: unk.

Event description:
It was reported to nova biomedical that the consumer was "admitted to the hosp after feeling very sick and believed she had been receiving inaccurate blood glucose results." The results obtained at home were very high and her symptoms were of hyperglycemia. Upon arrival at the hosp, her diagnosis was of hyperglycemia and dka. The consumer was hospitalized and treated. The nova biomedical equipment appeared to have performed as intended. This is being reported as an adverse event under the FDA medwatch regulations. All products were requested back for eval due to the adverse event.